Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the patient had swelling in their face after implantation. Patient had developed an allergic reaction with an infection at the site. Implant #12 was removed. Patient to return for implant re-placement in the future.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One (1) 3i t3® non-platform switched tapered implant 4 x 11.5mm (bost411) was returned for investigation. Visual evaluation of the as returned product identified no damage or signs of malfunction that would contribute to the event. Measurements match drawing. Cal3845 (due: sep 12, 2022). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type iii). The reported device was located on tooth # 12 (universal) and was used for approximately 1 month. The customer did not provide any pictures or x-rays. Review of appropriate documentation: document reviewed: biomet 3i dental implant IFU (p-iis086gi) rev I - 2022/04/01. Information identified: contraindications, warnings, precautions, and potential adverse events. Per the applicable IFU, placement of dental implants may be precluded by both patient conditions that are contraindications for surgery as well as hypersensitivity to commercially pure titanium or titanium alloy. DHR review: DHR review was completed for the subject lot number (2021041288). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record review: sterilization record (op#0210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review: complaint history review was performed for the reported lot number (2021041288) for similar events and no other complaint was identified. Review completed utilizing keywords: allergic reaction & infection. Post market trending review: june post market trending was reviewed and there were no actionable events or corrective actions for the reported events (allergic reaction & infection) or product (bost411). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information and dimensional analysis, device malfunction did not occur. The reported events could not be verified as the exact details of event and patient anatomical conditions were unknown/non-verifiable.